Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after the femoral canal was reamed the femoral sleeve broach with the 14mm stem trial was inserted. When removes the tip of the stem trial was stuck in the femoral canal. Dr. Decided to leave it in patient.

Manufacturer narrative:
The device associated with this report was not returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.